Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump was damaged. Customer did not know blood glucose level. The device was damaged in the opening of the battery compartment and lcd screen. Customer stated the device might have been dropped. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.